Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Clinical study principle investigator reported that after test subject used the tampons, she experienced lower back pain. She went to the emergency room and was diagnosed with a kidney infection and treated with IV antibiotic rocephin. She was discharged the same day. The next day she was notified she tested positive for e. Coli and was admitted to the hospital for two days. She received a second round of IV antibiotic rocephin. She was prescribed oral amoxicillin and probiotics. The cause of her infection is unknown to date and since tampon use could not be ruled out as a contributing factor, test subject was withdrawn from the study.